Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day of the event the patient had a hypoglycemic event, was cramping, and was unresponsive. The reported did not report any cgm reading from that moment but stated that no alarms had sounded that would have indicated the patient was having a hypoglycemic event. The paramedics were called, and the patient was given a bit of honey by his wife. When the paramedics arrived, a fingerstick was taken and the blood glucose was around 1.0 mmol/l, no cgm reading was reported from that moment. The patient received unspecified treatment from the paramedics. The patient was brought to the hospital for further unspecified treatment. At some point during the stay in the hospital, the cgm was reading high, and the blood glucose reading was around 14.0 to 15.0 mmol/l. The patient recovered after treatment and was discharged from the hospital before 24 hours had passed. At the time of the report the patient was stable, his wife stated that he had a 6-hour period of memory loss from during the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).